Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: nov. 7, 2022. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge tip of the original handpiece. Further inspection revealed that the plunger rod was overriding the lens and that the cartridge tip was deformed. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified that could cause or contribute to the observed issues. The lens could be observed to be torn inside of the handpiece. The lens was removed from the cartridge and cleaned, revealing that the edge was chipped and the haptic was damaged. The complaint issue "dc-lens damaged" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report that lens of a preloaded product came out damaged. It was noted that there was no patient contact. No other information was provided despite due diligence follow-up.

Manufacturer narrative:
Asku. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.